Event description:
It was reported that during a percutaneous coronary intervention procedure a balloon rupture occurred. The 99% stenosed lesion was located in the calcified and moderately tortuous left anterior descending artery (lad). The 15mm x 1.50mm apex monorail balloon catheter crossed the target lesion, but it was unable to inflate the balloon. The balloon catheter was removed. Balloon inflation attempted outside the patient's body, but was unsuccessful. Physician noted that a balloon rupture occurred. The procedure was completed with a different device. No patient complications were reported and the patient's status is good.

Manufacturer narrative:
(B)(4)

Manufacturer narrative:
Device evaluated by manufacturer: examination of the returned product revealed the balloon showed evidence of being inflated with blood in the balloon. The device was attached to an encore inflation unit and an attempt was made to inflate the device to its rated burst pressure when a leak was noted. A microscopic examination of the balloon material observed a pinhole leak at the distal edge of the markerband. There was no damage noted to the markerband. No other damage to the device was noted. The manufacturing batch record review confirmed that the device met all material, assembly and performance specifications. The most probable root cause is operational context as device performance was limited due to anatomical/procedural factors. (B)(4).

Event description:
It was reported that during a percutaneous coronary intervention procedure a balloon rupture occurred. The 99% stenosed lesion was located in the calcified and moderately tortuous left anterior descending artery (lad). The 15mm x 1.50mm apex monorail balloon catheter crossed the target lesion, but it was unable to inflate the balloon. The balloon catheter was removed. Balloon inflation attempted outside the patient's body, but was unsuccessful. Physician noted that a balloon rupture occurred. The procedure was completed with a different device. No patient complications were reported and the patient's status is good.